Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer device had a sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction: the date device returned to manufacturer was inadvertently missed in the initial medwatch. It has been updated to jan 2, 2018 to reflect the date the device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer was entered as jan 02, 2018. It has been corrected to jan 10, 2018. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn trigger components which is wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.